Event description:
Possible externalized conductors at the proximal level were reported. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.